Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that their implanted system from (B)(6) 2022 stopped working for their symptoms in 2024. They were wetting themselves. They stated things were ok initially after they were implanted on (B)(6) 2022 but confirmed that they "started having problems with it" (symptoms began) in 2024. At a doctor's visit, the hcp tested the system and found it nonfunctional. They got a replacement of the implanted system in (B)(6) 2024.